Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed eumir report, the following information was received: the sheath was upsized to 18f in the right common femoral artery. The procedure successfully ended with the contralateral 8f access, where one prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, four prostyle devices failed due to a cuff miss [suture retrieval issue]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Post procedure, the two sutures came out of the artery during knot advancement. Hemostasis was achieved via surgery. The procedure successfully ended with the contralateral 8f access, where one prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.